Manufacturer narrative:
The elecsys troponin t stat assay reagent lot was 244664 with an expiration date of 30-jun-2018 the hcg stat reagent lot was 189123 with an expiration date of 28-feb-2018. The customer has had no further issues since the last service visit on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high results for 1 patient sample tested for both elecsys hcg (hcg) and elecsys troponin (tnt) on a cobas 6000 e 601 module. The customer stated that while performing daily maintenance on the e601 he discovered that the sipper probe was bent. The initial hcg result was 28.3 miu/ml. The sample was repeated on another analyzer with a hcg result of <0.5 miu/ml with a data flag. The initial tnt result was 1.04 ng/l. The sample was repeated on another analyzer with a tnt result of <0.1 ng/l with a data flag. The initial results were reported outside of the laboratory. The repeat results from another analyzer were deemed to be correct. There was no adverse event. The hcg and tnt reagent information was not provided. The field engineering specialist (fes) found that the sipper probe was bent. He replaced the damaged sipper probe. He performed performance and precision testing. During a subsequent fes visit, the sipper pipetiing unit and reagent probe were replaced. Performance testing and precision testing were done again following these latest service activities. The customer performed calibration and ran qc with acceptable results.